Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the patient was hospitalized with a high blood glucose of 900 mg/dl and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The unit passed the self test. The prime and high pressure tests could not be conducted. No damage to the drive support cap noted. Found that the patient has scar tissue, and doesn't change the infusion set very often. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.